Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: g3, g6, h2, and h10. Corrected information can be found in field e4. Intuitive surgical, inc. (Isi) received mw5102389 for this previously-reported event. The mw5102389 stated, "intuitive surgical davinci sureform 60 stapler would not let surgeon release the device from the tissue. Stapler was not fired at this time. Stapler was able to be free from the tissue."

Manufacturer narrative:
Additional information can be found in the following sections: d9, g3, g6, h2, h3, h7, and h9. Product evaluation information can be found in the following fields: h6 and h10. D10- the sureform 60 stapler instrument has been returned and evaluated by the failure analysis (fa) team. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Failure analysis found the primary finding of could not reproduce -cannot verify external event to be related to the customer reported complaint. For clarification, the instrument was returned in an expired state. The rfid editor was used to return the instrument to an unexpired state. However, once the instrument was reinstalled on an in-house system, the instrument passed initialization and clamped, fired and unclamped without any issues. A black 60 reload was used. There was no problem detected. Review of the logs found no failures related to the reported complaint. Additional observation(s) not reported by site indicated that visual inspection was performed and found the wrist cover to exhibit tears. There were no pieces missing. The tears did not affect the intuitive motion functionality of the instrument. The root cause of this failure is attributed to mishandling/ misuse. The housing was removed from the back end of the instrument. The bearing thrust washers on the roll input exhibited signs of corrosion. The root cause for the corroded bearings is attributed to mishandling, most commonly caused by improper cleaning/reprocessing techniques.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The sureform 60 stapler instrument has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the site's complaint history revealed no other reportable events related to this issue. No images or procedure videos were shared for the event. This complaint is being reported based on the following conclusion: the sureform 60 stapler failed to unclamp when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the sureform60 stapler instrument clamped onto the bowel, then the surgeon could not release the instrument, and the release knob would not open the jaw. The customer reported that the jaw opened on it's own, after trying to release it. An intuitive surgical, inc. (Isi) technical support engineer (tse) as contacted and stated the system logs indicated invalid tool message showing the tool was force expired on tool sn: (B)(4)just prior to the customer's use of manual release. The customer removed the instrument, set it aside and continued the procedure. The procedure was reportedly completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.